Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose level on (B)(6) 2021. Customer's blood glucose level was over 400 mg/dl when admitted to hospital. Customer also had high blood glucose level of 488 mg/dl. Customer was treated with intravenous insulin at the hospital. Customer also took manual shot for high blood glucose level. Customer stated insulin pump did not alert them about no insulin in the reservoir which caused hospitalization and high blood glucose. Customer stated insulin pump was not on due to blank display. It was unknown whether the customer was using auto mode feature or not. The insulin pump will not be returned for analysis.